Manufacturer narrative:
H6: investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that while using the bd insyte¿ autoguard¿ bc shielded IV catheter the hubs had a defective molding issue. Report 1 of 2. The following was received by the initial reporter: she states that the defect isn't visible by the naked eye. They are unable to determine before the failed attempt that the defect exists. "Catheters not threading into the vein once in vein. Some of the hubs are warped and leak even after retightening. Have been tried multiple times by multiple nurses. Clients have reported more pain than normal with these catheters."

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd insyte¿ autoguard¿ bc shielded IV cathete the hubs had a defectiv molding issue. Report 1 of 2. The following was received by the initital reporter: she states that the defect isn't visible by the naked eye. They are unable to determine before the failed attempt that the defect exists. "Catheters not threading into the vein once in vein. Some of the hubs are warped and leak even after retightening. Have been tried multiple times by multiple nurses. Clients have reported more pain than normal with these catheters."